Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was very thin and this system was causing her pain. Therefore, the physician and the patient made the decision to replace the system with a transvenous device. No additional adverse patient effects were reported.